Manufacturer narrative:
Examination of the returned, unused, intact fabric did not confirm fraying or suture-pull problems when tested according to the recommendation in the instructions for use. It is recommended in the instructions for use that a cautery knife be used to cut this fabric. Therefore, this incident appears to have been caused by user technique which was contrary to the instructions for use. No product error is found. Code 86: the mfg batch records for the device were reviewed. Code 100: the batch records were not atypical - no similar incidents against this batch.

Event description:
During a carotid endarterectomy procedure, the doctor cut the fabric with a surgical scissors instead of a cautery knife as recommended in the instructions for use. When the doctor tried to suture the patch, it frayed and was replaced with a vein patch from the patient. The patient's condition is ok.